Event description:
The customer reported via the sales rep that the patient was revised 4 months post-op, due to broken gamma nail and lag screw. The customer further reported that initial procedure took place on (B)(6) 2009. A follow up was done on (B)(6) 2010, where it was found that the distal screw were broken. On the (B)(6) 2010, it was found that the gamma nail was broken. Revision surgery took place on (B)(6)2010.

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report. Same patient as MDR 9610622-2010-00280.